Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. H3: analysis of the wireless recharger (s/n: (B)(6) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that yesterday the patient noticed that the recharger battery indicator lights were scrolling back and forth. The patient said that when they try to charge their implant, they are unable to charge the implant at all. Patient said they are in constant urgency because their implant is off and they have interstitial cystitis. Patient service specialist walked the patient through a hard reset of the insr. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Patient called back and stated that they were able to charge ins with new recharger, but they couldn't find their communicator to turn therapy back on. Email sent to repair for replacement communicator. Patient called back for assistance pairing their new communicator. Patient was able to connect to pair communicator and handset and turn therapy back on.